Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1 (brand name), d4 (serial #), and d4 (primary UDI#). The device was returned to zoll medical corporation for evaluation. Device logs were reviewed for the reported no ECG condition. Review identified intermittent accessory error 6 and check CPR puck messages related to CPR puck communication; however, these events do not impact the device's ability to display ECG signals. No error messages or device data indicated a hardware malfunction affecting ECG monitoring. The device passed all functional, ECG, and CPR testing with no abnormalities observed. The customer multifunction cable also passed testing and visual inspection. The event pads were not returned for evaluation. Internal inspection of the device revealed no concerns. Based on device testing and log review, the reported ECG issue was not replicated and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.